Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Sales representative reported on behalf of healthcare professional "capsular contracture grade iii" this record is for the right side. Device status unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4 h4 h6.

Event description:
Sales representative reported on behalf of healthcare professional "capsular contracture grade iii" this record is for the right side. Device status unknown.

Event description:
Sales representative reported on behalf of healthcare professional "capsular contracture grade iii" this record is for the right side. Device status unknown.

Manufacturer narrative:
Corrected data: h11. A review of the device history record has been completed. No deviations or non-conformances noted.